Event description:
It was reported that during an unk procedure half of the jaw fell off. Unk if the jaw fell into the pt. Unk how the case was completed. Unk pt consequence.

Manufacturer narrative:
Date sent: 3/26/2008. Info anticipated, but unavailable at this time.